Manufacturer narrative:
During a follow-up call on (B)(6) 2017, the customer reported that the insulin gauge began to decrease as expected, and there was no further issues with the fill estimate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and remained static at 200 units. There was no reported impact to the customer's blood glucose level.